Event description:
While the customer was using a 30k fsi-sli-fg-10s ins,pkd, they allege that "once the cavitron tip is inserted into handpiece it does not spray water and heats up slightly". No injury was reported from the alleged event.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.